Event description:
It was reported that the health care professional (hcp) wanted a battery analysis for this pacemaker. Technical services (ts) performed an analysis and found that the device was exhibited premature battery depletion (pbd). Ts advised they could perform a device replacement or have the battery analyzed again in 90 days as there was still a large battery preserve. The device remains in use. No adverse patient effects were reported.